Event description:
Adverse event(s): "myopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a myopic surprise following intraocular lens implant surgery. In a follow up, the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/24/2010 by fax and mail. A completed questionnaire was received on 07/09/2010. (B)(4).